Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The evaluation has yet to be completed. At this time, we are unable to confirm the component required to correct the issue. A follow-up report will be submitted when the manufacturer's investigation is complete.